Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2015. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 33 mm xience xpedition stent and a 3.5 x 28 mm xience xpedition stent in the left anterior descending artery. On (B)(6) 2016, the patient was re-hospitalized with a six-month history of chest pain and heart palpitations and was diagnosed with unstable angina. The patient was treated with medication and was discharged on (B)(6) 2016. No additional information was provided.